Event description:
It was reported that defective tubing was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "tubing coming apart." 8 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received a total of (B)(4) within sealed packages and inside dispensers from lot number 8214832. All components within were present. A functional test was performed where the extension tubings were manually pulled. The extension tubings detached from the port of the winged adapters on 4 of the (B)(4) received. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions, CAPA#(B)(4). Have been initiated to monitor the reported issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective tubing was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "tubing coming apart." 8 occurrences were reported.